Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for escherichia coli (e. Coli) in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. Remedial treatment was not reported. On an unreported date in 2011, the patient was transferred to hemodialysis and dianeal pd4 ultrabag and extraneal viaflex therapies were discontinued. It was unknown if the event of bacterial peritonitis with culture positive for e. Coli had resolved. The nurse felt the event of bacterial peritonitis with culture positive for e. Coli was unrelated to dianeal pd4 ultrabag and extraneal viaflex therapies. The nurse declined further contact.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA. The cause of the reported condition of peritonitis is undetermined.